Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was not duplicated or confirmed. The device was subjected to extensive troubleshooting which included full functionality testing without any discrepancies. The review of device's history logs indicated cable fault however, the accessories used at the time of the reported event were not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.